Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Mfg eval reports the sample was rec'd with the front part of the torque limiter unscrewed but not broken. Visual inspection noted the coupling part is unscrewed from the housing. This complaint is indeterminate from a mfg perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported during open reduction interbody fusion (orif) of an ankle, the surgeon was inserting the screw and it broke into 3 or 4 pieces. All pieces were retrieved. The surgeon used a screwdriver to complete the procedure.